Event description:
This report is being submitted based on analysis which revealed a fracture in the device.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection of the distal tip revealed the shaft material had been stretched distally and the fiber optic seal (fos) slid distally onto the tip electrode. In addition, the shaft material was sliced between electrodes 2 and 3. Due to the distal shifting of the shaft material and electrode rings, conductor wire 4 fractured at the weld and was noted to be protruding from the shaft. However, due to unknown procedural conditions it cannot be determined whether the damage to the catheter caused the reported complaint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage remains unknown.